Manufacturer narrative:
Due diligence was executed for this event. Event date is not known. Supplemental report(s) will be filed as the information becomes available. The device has been returned and a device evaluation completed. The user¿s complaint was confirmed. A visual inspection of the received condition of the device was performed. A minor fluid invasion from the electrical connector seat holder (outside) was observed. There was no evidence of fluid invasion present inside the scope connector unit and control body areas. The scope passed the cosmo leak test machine (.+3). Evaluation conclusion is that the fluid inside the scope most probably happened when it was immersed in fluid without the water resistance cap in place, tightly secured.

Event description:
As reported for this event, during reprocessing the device was washed out without the cap. The device went through the cycle of 28 minutes in the reprocessor without the cap. There is no patient involvement.

Manufacturer narrative:
Upon further review this is not a reportable malfunction. Per the legal manufacturer there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur. Please see updates.